Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -15.0/2.5/081 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021, the lens was exchanged for a same model, same size lens due to refractive surprise. The problem was resolved. Cause of the event was reported as other.

Manufacturer narrative:
B5: the cause of the event is uncertain. Claim# (B)(4).

Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).